Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that patient was injected with juvéderm® volbella¿ with lidocaine in nasolacrimal sulcus. The next day, patient developed nose tip numbness that extended to half of the upper lip. Five days later, patient developed nose tip soreness. Patient was treated with thioctic acid 300 mg 2 times a day for 14 days, pentoxifylline 400 mg 2 times a day for 14 days, ketorol 1 ml intramuscularly for 5 days, and b vitamins; physiotherapy was recommended. Five days after treatment was started, nerve damage was assessed and thrombosis was diagnosed. Patient was treated with hyaluronidase to dissolve the filler, thrombolytics, and semax 1%. Sixteen days later, all filler had been dissolved and only numbness remained. Injector also noted that skin sensitivity appeared.

Manufacturer narrative:
(B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm® volbella¿ with lidocaine in nasolacrimal sulcus. The next day, patient developed nose tip numbness that extended to half of the upper lip. Five days later, patient developed nose tip soreness. Patient was treated with thioctic acid 300 mg 2 times a day for 14 days, pentoxifylline 400 mg 2 times a day for 14 days, ketorol 1 ml intramuscularly for 5 days, and b vitamins; physiotherapy was recommended. Five days after treatment was started, nerve damage was assessed and thrombosis was diagnosed. Patient was treated with hyaluronidase to dissolve the filler, thrombolytics, and semax 1%. Sixteen days later, all filler had been dissolved and only numbness remained. Injector also noted that skin sensitivity appeared.